Event description:
Replacement oral-b toothbrush head that came apart...fell apart [device breakage] product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail stated that their replacement oral-b toothbrush head came/fell apart. No injury was reported. 01-jan-2024 follow up via digital safety assessment survey: the consumer was a 69-year-old male. No injury was reported. 29-feb-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
29-feb-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Replacement oral-b toothbrush head that came apart...fell apart device breakage case narrative: consumer via e-mail stated that their replacement oral-b toothbrush head came/fell apart. No injury was reported. 01-jan-2024 follow up via digital safety assessment survey: the consumer was a 69-year-old male. No injury was reported.